Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has no r-waves and t-wave oversensing (twos) occurs at all sensitivity settings, however no twos episodes are stored. The issue was fixed by reprogramming the device sensing vector to rv tip to rv coil. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.